Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, a (B)(6)-year-old male child patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was 800 mg/dl at the time of the event because of leakage at the infusion site, which they tried to treat it with correction bolus via pump. Moreover, he had traces of ketones and the infusion set had been used for eight hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.